Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen with auditory and vibratory features. The battery compartment was found to be cracked below the grip pad and at the threads. The keypad cover was torn and removal of the cover found contamination under all the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found the display was dim/discolored, the battery compartment was cracked and contamination was under the button contacts. This report is made based on results of investigation completed on (B)(4) 2014.